Manufacturer narrative:
(B)(4)

Event description:
The skin of the patient was indicating signs of erosion near the device pocket. As the device was included in the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted and replaced.